Manufacturer narrative:
Results - received two used samples for the investigation. Our quality engineer visually inspected the returned units and confirmed that the tubing had separated from the adapter. The device history was reviewed for the reported lot# and no irregularities were noted during the lot's MFR. Conclusions - the engineer concluded that this type of defect is mfg related and can occur due to insufficient adhesive placed on the tubing during the assembly process. CAPA (B)(4) was opened for this issue, however, the lot# reported was built prior to the corrective action. (B)(4)

Event description:
The tubing separated from the hub.